Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited low impedance and non capture post routine generator changeout. It was noted that the lead got knicked during the procedure when dissecting down to the device and caused insulation damage. The lead was capped and replaced. No patient complications have been reported as a result of this event.